Event description:
Customer called to report the insulin pump alarmed during the manual prime process and insulin was squirting out. Blood glucose reading was 382 mg/dl. The customer has treated with the insulin pump. The customer is unable to exit the preparing to prime loop. The insulin pump alarmed again during troubleshooting. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor. No prime alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.